Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection. Other device involved: reverse shoulder system humeral reverse hc liner lot. Unknown.

Event description:
During a revision surgery, done 3 years after primary surgery, for instability due to poor soft tissue, the surgeon changed the glenosphere and while unscrewing the glenosphere screw he realized that the screw was already loose.